Event description:
It was initially reported that it is believed that the lead electrode detached from the patient's nerve. Soon after being implanted that patient was in an altercation which resulted in the patient being kicked in her neck and resulted in the electrodes coming off the nerve per the patient as this has not been confirmed by a physician. The patient had not been turned on following surgery. Additional information was received that the patient incisions were healing well around the generator and lead. The physician was aware of the trauma but did not see any external evidence of it externally. The physician ordered x-rays but is unclear when the patient will be having them taken. The plan is if nothing seen on x-rays than the patient will be turned on and had diagnostics run. The device history record (DHR) for the lead was reviewed and no non-conformances or other adverse conditions were noted in the lead's DHR. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed no non-conformances or other adverse conditions were noted in the lead's DHR.